Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number : (B)(6).

Event description:
It was reported that during an operation in the catheter room, after all the cables were connected, the cardiosave intra-aortic balloon pump (iabp), went blank and did not respond after pressing start. There was no adverse event reported at this time.

Event description:
It was reported that during use in an operation in the catheter room, after all the cables were connected, the cardiosave intra-aortic balloon pump (iabp), went blank and did not respond after pressing start. There was no harm to patient.

Event description:
N/a.

Manufacturer narrative:
Additional information poc: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The distributor performed the repair, the machine had a black screen and no response after pressing start, the dealer's engineer replaced the power management board and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : service was not performed by getinge employee.

Manufacturer narrative:
Updated fields: b4,b5,g3,g6,h2,h6,h10.

Event description:
It was reported that during test in the catheterization room the cardiosave intra-aortic balloon pump (iabp), after all the cables were connected the machine had a black screen and no response after pressing.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4,e1(initial reporter),g3,g6,h2,h3,h10,h11 corrected fields: b5,e2,e3,g2,h6(health effect-clinical and impact code, type of investigation,investigation findings) it was reported that the cardiosave intra-aortic balloon pump (iabp) during the operation in the catheterization room. After all the cables were connected the machine had a black screen and no response after pressing. Distributor replaced the power management board. Return to clinical service. There was no patient involvement. H3 other text : distributor did the repair service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) during the operation in the catheterization room. After all the cables were connected the machine had a black screen and no response after pressing. There was no patient involvement.